Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was unable to be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has not yet been received by olympus for evaluation. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that during an unspecified therapeutic procedure, the visera elite ii video system center displayed error code e333 on the touch panel. Although the touch panel could not be operated, there were no abnormalities in the endoscopic images. The procedure was completed using the same set of equipment with no harm to the patient.